Event description:
The event is reported as: it was found, during use, that the circuit melted. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not complete at the time of this report. A follow-up report will be submitted upon completion of the investigation.